Manufacturer narrative:
Model number: 72400161, lot number: 0157516004, model description: belt cuff fgs 4.5 cm. Model number: 72400098, lot number: 0165527004, model description: control pump fgs.

Event description:
It was reported that the patient felt their artificial urinary sphincter balloon burst. The device had fluid loss. The balloon has not been removed. The patient was doing well. It was further reported that the aus device was explanted due to a puncture in the balloon.

Event description:
It was reported that the patient felt their artificial urinary sphincter balloon burst. The device had fluid loss. The balloon has not been removed. The patient was doing well.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. No escalation to ncep, CAPA, or scar is required. Analysis of the balloon fgs 61-70 cm confirmed a leak in the shell adapter junction due to interaction with a sharp instrument and avulsion. Analysis of the belt cuff fgs 4.5 cm did not confirm any leaks. Analysis of the control pump fgs found that the pump was contaminated. Device information: model number: 72400161, lot number: 0157516004, model description: belt cuff fgs 4.5 cm. Model number: 72400098, lot number: 0165527004, model description: control pump fgs.

Event description:
It was reported that the patient felt their artificial urinary sphincter balloon burst. The device had fluid loss. The balloon has not been removed. The patient was doing well. It was further reported that the aus device was explanted due to a puncture in the balloon.